Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the unit was not passing ground resistance testing. There was no patient involvement.

Manufacturer narrative:
The units were not evaluated as the customer cancelled their service request and indicated they had performed their own repairs. Customer cancelled service request.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the unit was not passing ground resistance testing. There was no patient involvement.